Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of customer instrument logs, review of field data and a review of labeling. Review of complaint activity did not identify any adverse or non-statistical trends for the architect total b-hcg assay. An increase in complaint activity was not identified for reagent lot 76055ui00. Customer service reviewed the customer's instrument logs associated with the false elevated sample. This review found the sample was loaded uncapped and was centrifuged in the rack next to a sample tube which was highly positive for b-hcg. This information could indicate the possible cause was splashing or contamination during uncapping or loading of the samples. The instrument logs were further evaluated and did not identify conclusive information to indicate a sample integrity issue occurred for the positive result at the time of testing. However, variation with the lls logs was observed which could indicate the presence of bubbles which has the potential to generate aberrant results. To further evaluate the customer's issue, the historical performance in the field of reagent lot 76055ui00 using worldwide field data was performed. The patient median result for the lot was analyzed and found to be comparable to all other lots in the field and confirms no systematic issue for the lot. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. Additionally, labeling was reviewed and sufficiently addresses the customer's issue. Based on the available information, no systemic issue or deficiency of the architect total b-hcg assay was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a false positive architect b-hcg results from one patient. Sample ID (B)(6) generated an initial result of 572 (unit of measure unknown) on a plasma sample which repeated with a similar result. The customer further indicated they tested a serum sample from the patient drawn on the same day and generated a negative result. No further patient information was provided and no adverse impact to patient management was reported.